Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to an unknown level while wearing the pod. It was also reported that the patient experienced a seizure. No information was provided about the patient treatment and the duration of the medical event. Three follow up's were attempted but no new information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.